Manufacturer narrative:
Per additional information received, it was determined that this event did not occur during a procedure. As such, this event is no longer determined to be reportable. Three attempts have been made to retrieve the device for evaluation. The device has not been received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: scope not clear. Probable root cause: ¿ laser welding seal failure. ¿ distal/proximal window solder failure. ¿ damage to optical train. ¿ damage to needle. ¿ damage to distal or proximal windows. ¿ moisture intrusion. ¿ end of life wear-out. ¿ environmental disturbance: endoscope colder than dew point. ¿ environmental disturbance: fluid entrapment between the coupler and eyepiece junction (eyepiece only). ¿ use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the scope was not clear and it was full of fog inside. Per additional information received, this was noted before surgery and the customer used other scope to perform surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the scope was not clear and it was full of fog inside. Multiple attempts were made for additional information. It was reported that the procedure was not completed successfully. However, it was reported that there was no impact to the patient, no medical intervention, and no surgical delay.